Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept going into threshold suspend when her blood glucose level was not low. Customer's sensor glucose reading was 69 mg/dl but her blood glucose level was 281 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. The customer received a calibration error, sensor error, and then change sensor alarm. The customer noticed the cannula was wavy on the previous sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings.